Event description:
The customer reported multiple motor error alarm during the rewind process. The customer stated that the insulin pump was exposed to an MRI scan. Troubleshooting was performed, and the insulin pump failed the displacement test.

Manufacturer narrative:
The insulin pump was received with motor error alarms during the rewind due to an out of phase motor encoder signal.